Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that since implant their implant helps but only around 20% in the morning. If they walk then they hurt in the evening. The patient noted still having to wear ice with a back brace. The patient has two programs; one with a lower rate and one with a higher. The patient stated that if they turn up the lower setting too high it causes pain which was noted to max at around 60-70. The patient stated that the higher setting causes more frequent recharging. The higher setting makes it easier to walk, but charging has to be so precise and they have to position it multiple times so it hurts after a while. The patient was sent adhesive discs to try. The patient stated that they have experimented with some different settings of having the rate raised on the lower setting or lowered on the higher setting to find optimal benefit for their pain. The patient noted that multiple positions have no benefit and they only need the standing/walking. The patient would follow up with their healthcare professional (hcp) this coming week. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the adhesive discs helped to hold the antenna in place during charging. The patient reported that the pain caused from repositioning the antenna was resolved. The patient noted that it took 1.5 hours to charge the battery to 25%. The patient reported that the charging efficiency will change when they are charging. The patient clarified that they are seated and are not moving and have the adhesive discs holding the antenna in place when the charging efficiency changes from 8 bars to 6 bars or 4 bars within minutes. The patient also reported that the recharging more frequently is likely due to the use of a higher setting. No further complications are anticipated.